Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, endotracheal intubation cuff was leaking and there was still air leakage after inflation considering the possibility of a break in the endotracheal intubation. Because the patient picture was smooth, the tracheal intubation was removed. After the removal, the tracheal intubation was found to be broken.